Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery cover on the power module was missing for an unknown reason. The was not being used on a patient at the time, and the cover was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the power module backup battery door missing, was confirmed by the customer¿s report of the incident and purchase order for a replacement door. The backup battery door is removable. The customer reported that their power module was missing the battery door. A replacement battery door was sent to the customer. The unit had been in use for approximately 7 years with no previous services by abbott. The power module assembly was built in (B)(6) 2013. The top assembly was packaged and placed into inventory on (B)(6) 2013. The unit was sent to the customer on (B)(6) 2013. The unit has no previous services at abbott. Maintenance and replacement of the power module backup battery are addressed in the heartmate 3 lvas instructions for use the heartmate ii lvas patient handbook and the heartmate power module instructions for use. Power module backup power is addressed in the heartmate 3 lvas instructions for use (IFU), and the heartmate ii lvas IFU. The charge status and alarms associated with the internal backup battery are documented in the heartmate 3 lvas IFU and the heartmate ii lvas IFU. The red battery and continuous tone audible alarm is detailed here. Disconnecting and reconnecting the backup battery in the power module is addressed in the heartmate 3 lvas IFU and the heartmate ii lvas IFU . No further information was provided. The manufacturer is closing the file on this event.